Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were made to resolve the issue. There were no patient consequences.